Event description:
A territory sales manager received a complaint from two nurses. The nurses stated while they were changing the pouch on an fms device stool leaked from the elbow connector of the tubing. The nurses stated they irrigated the device prior to changing the bag; however, they still noted leakage of stool.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The territory sales manager stated they will review the irrigation and clamping of tubing. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site (B)(4).